Event description:
It was reported that the lead had entangled around either the right colon or the small intestine. The lead was revised. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.